Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had an application issue. A technical support specialist reinstalled the rss and modified the drive path to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system encountered an issue where the carefusion blue screen appeared following a restart, but the application never started. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.